Event description:
The coil stretched while advancing. A gdc coil was placed within the internal carotid artery (ica-acha) aneurysm using an excelsior sl-10 mc prior to the event. During advancing the dcs orbit coil into the aneurysm, the coil stretched, but it was withdrawn into the mc and removed. Although it was difficulty to remove, but the physician should have been more careful. The gdc and microplex coils were used to complete the procedure. There was no adverse effect to the patient. There was no calcification/tortuousity present. No resistance felt when the coil was initially being advanced through the mc to the target lesion. Continuous flush was maintained within the mc. The coil was not out of the distal end of mc and no abnormality was noted.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering testing is not yet completed. Please no additional information would be submitted within 30 days upon receipt.